Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had no audio. The customer¿s blood glucose level 106 mg/dl at the time of the incident. Customer reports they did not hear beeps when audio volume settings were saved. Troubleshooting was performed for audio beep anomaly. Customer stated that insulin pump received calibration not received and change sensor alert. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Monitored with the device communicating properly with sensor tester and the sensor transmitter. No calibration not accepted messages or change sensor alerts noted during testing.